Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5089655. Device evaluation: visual analysis of the returned device identified the device to be underweight, dark ring, crease fold, an opening, wear abrasion, and stress marks. A microscopic analysis was performed which identified a sharp(edge) opening with non-penetrating nicks assessed as surgical (impact) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp(edge) opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.